Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 burst of anti-tachycardia pacing (atp) due to atrial fibrillation (af) and one electric shock in 2 different episodes. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.

Manufacturer narrative:
H6 patient codes corrected. H6 device codes corrected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 6 burst of anti-tachycardia pacing (atp) due to atrial fibrillation (af) and one electric shock in 2 different episodes. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.